Event description:
A 26mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted into a pt for endovascular treatment of a 5cm abdominal aortic aneurysm in 2003. The diameter of the proximal non-aneurysmal aortic neck was 25mm, and the aneurysm length was 110 mm. Vessel morphology was reported to be non-tortuous and unremarkable. The pt has a history of coronary artery disease. It was reported that the deployment handle was difficult to crank during deployment. The slide ring was pulled back 50-75% but the physician did not believe that the stent graft was being exposed sufficiently. The device was removed from the pt, and another device of the same size was used without difficulty to complete the procedure. The same reusable deployment handle was used to deploy the second device. Final angiogram demonstrated an acceptable outcome with no endoleak.